Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages, check the pad messages) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open rear pulse wire in the trunk cable. The root cause for the open wire was excessive force. No adverse event resulted from the damaged electrode belt.

Event description:
On 9/23/2020: resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor returned electrode belt sn (B)(4) and reported that the patient experienced "adjust belt" and "check therapy pad" messages.